Event description:
It was reported that the patient was experiencing inadequate stimulation despite reprogramming attempts. The patient underwent a system explant procedure. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 7074836/7079477.